Event description:
It was reported that the device's console was found to be broken. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available. It was found after investigation that the console presented blown fuses.